Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: during the case, a foreign material was found in the cavity. The material was retrieved. After surgery, it was noticed the outer balloon was torn and deflated. No bleeding. No tissue damaged. Not extended more than 30 minutes. No patient info available. No patient injury was reported.